Event description:
Customer reported that their precision xtra blood glucose meter is showing wrong date and time settings and is being used with precision link v2.6 software. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The meter has been returned and an investigation is in progress. A follow-up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.